Manufacturer narrative:
H6. Bd received 200 samples from the customer in support of this complaint. The 200 samples were inspected with no issues being identified. Additionally, 10 sample tubes, along with 10 retention samples from the bd inventory, were functionally tested and the issue of underfill was not observed as all tubes were within specification limits as all tubes were within specification limits. Bd was unable to confirm and/or duplicate the customer¿s indicated failure mode because the defect was not observed in the sample and retention testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube underfillled. Patient was recollected. The following information was provided by the initial reporter: customer states tube is not filling.

Event description:
It was reported that during use with bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the tube underfillled. Patient was recollected. The following information was provided by the initial reporter: customer states tube is not filling.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.